Event description:
The pt reportedly underwent revision surgery to reposition internal device. Advanced bionics is in the process of gathering additional info and will submit a supplemental report once new info is obtained.